Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleging insulin pump was under delivering. The customer¿s blood glucose level was 110 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels were 160 mg/dl and 138 mg/dl. Customer also experienced high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was active. The customer was treated with syringe. Customer was assisted with troubleshooting and no leaks were observed. Customer stated that the insulin pump was not worn during a medical procedure. Customer was not able to perform high pressure test. Customer stated that the insulin pump had insulin flow blocked alert due to reservoir being empty. The insulin pump will not be returned for analysis.